Event description:
It was reported that during the first stage of the deep brain stimulation (dbs) implant procedure, the physician observed blood emerging from the non-boston scientific cannula. The physician identified the bleed during the micro electrode recording (mer) test period, prior to implantation of any boston scientific devices. The procedure was immediately stopped to obtain a computed tomography (CT) scan. Imaging identified a very small bleed in the patient's thalamus; therefore, the physician flushed the cannula several times then attached the burr hole cover without implanting any other devices. The physician assessed the patient would likely make a full recovery and confirmed that the event was not related to the boston scientific burr hole cover.